Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure in right internal jugular vein, the device allegedly had a leak after unpacking the port and flushing each fitting. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as this is the first complaint reported for this lot number. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a tray containing various kit components. However, the investigation is inconclusive for the reported leak issue as the evidence provided is not sufficient to confirm reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method, component) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure in right internal jugular vein, the device allegedly had a leak after unpacking the port and flushing each fitting. There was no patient contact.